Event description:
Notice of litigation from corporate counsel. Complaint alleges pt underwent a laparoscopic cholecystectomy procedure and states "the ligaclip erca endoscopic rotating multiple clip applier being used by the doctor misfired, causing several staples to be ejected into the body" of the pt. The physical damages alleged in the complaint are "bodily injuries, pain and suffering-past, present and future; mental anguish and distress; loss of ability to participate in normal activities; disability." No other specifics regarding the procedure or outcome are provided. No device returning.